Event description:
It was reported that after a davinci-assisted sleeve gastrectomy surgical procedure, the patient experienced post-operative bleeding and returned to the facility for treatment. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information. On an unspecified postoperative day, the patient presented with hypotensive symptoms. A CT scan revealed a hematoma. The surgeon stated he believes the post-operative bleeding was from the right gastroepiploic or the short gastric vessel and was related to the use of a synchroseal instrument on those vessels. The surgeon does not skeletonize the vessels before sealing. The surgeon stated he does not like how the synchroseal cuts and has to cut the vessel more than once. The surgeon indicated that he has never had post-operative bleeding incidents in his previous procedures and hence will revert to using the vessel sealer extend instrument. The surgeon confirmed no surgical intervention or blood transfusions were rendered to the patient. However, the patient was hospitalized for IV fluids, blood work, CT scan, and observation.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported post-operative complication cannot be determined or is unknown. The synchroseal instrument is unavailable for evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the instrument logs for the synchroseal associated with this event has been performed. No errors were found in the e-100 generator logs for the duration of this instrument's use. This complaint is being reported due to the following conclusion: after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced post-operative bleeding. The surgeon alleged that the synchroseal instrument was a contributing factor to the post-operative complication. The surgeon confirmed that there was no surgical intervention or blood transfusions rendered to the patient. However, the patient was hospitalized for IV fluids, blood work, CT scan, and observation. The cause of the post-operative bleeding is unknown.